Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: confirm if the whole needle detached/separated/pulled off from the whole suture? Or if the suture broke into 2 pieces close to the needle near the swage location? Suture pulled of the needle. Confirm the total actual qty involved with the reported issue (from the product code/lot reported)? 5 or 6 suture ea. Were all the devices in question noticed with reported issue during use on patient? Or before use on patient? During use on patient. Were all the devices in question noticed with reported issue during use in multiple patient events/ multiple procedures? No, one patient, one procedure.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled out of the needle after 2 stitches. The procedure was completed successfully with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.